Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by manufacturer for evaluation. Part not returned for evaluation.

Event description:
A site representative reported that while outside of procedure when loading patient exams via network, site went to go choose another patient in the software however the navigation system became unresponsive. Site performed a hard reboot but when the system booted up there were no patients in the "select patient" list. Properly exiting the software and logging in did not resolve the issue. Issue was discovered when setting up for a case. There was no patient present at the time of the issue.